Event description:
A nurse reported that an intraocular lens became damaged in the cartridge of the iol delivery system. The iol was noted to be dislocated on post-op day one and was replaced. Additional info has been requested.